Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that two times in the three months prior to explant, the device was found to be in vvi mode and could not be programmed. Each time, the microprocessor was downloaded and the device responded appropriately. The device has since been explanted.